Event description:
Pt is self reporting the development of a foreign body teflon granuloma formation at the right cerebellopontine angle in late (B)(6) 2010 after placement of teflon packing material which was done during a microvascular decompression of the 7th cranial nerve in 2004. Teflon material had to be removed resulting in permanent damage to the 8th cranial nerve and right sided severe facial paralysis. Diagnosis or reason for use: microvascular decompression of 7th cranial nerve.